Manufacturer narrative:
(B)(4). Philips evaluated the device and replaced the pacer key assembly to resolve this issue.

Event description:
Philips found the pacer rate up button to be failing on this loaner device. There was not pt involvement.